Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The shipping history records have been reviewed and no irregularities that may have caused or contributed to the reported event were identified. The evaluation of the returned device confirmed that the sterile barrier of the original pouch had been opened after proper sealing. There was no breach of the sterile barrier related to a deficiency in the manufacturing process. Potential factors that could have led or contributed to the reported event have been evaluated. Previous investigations of similar events have been reviewed. In this case, it was confirmed that the sterile barrier of the original pouch had been intentionally opened after proper sealing. A damage to the device during transport or storage could be excluded. However, the inner pouch may have been accidentally opened after final device release. At what point in time this may had happened, could not be determined. The possibility of a deficiency of the sealing process during manufacturing of the device was considered. Based on the sample evaluation it was determined that the sealing process was properly completed and the pouch had been opened after the sealing process. Based on the information available, a definite root cause for the event reported could not be determined. The IFU states: "carefully inspect the pouch for damage to the sterile barrier." And "do not use if pouch is opened or damaged."

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. As there was no patient involvement, no patient identifiers are available.

Event description:
It was reported that during removal of the stent delivery system from the outer box, a hole in the sterile pouch was identified. Therefore, the device was not used.